Manufacturer narrative:
Reported event of under-sensing and expulsion of device was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis performed, including sensitivity test found no anomalies contributing to reported event of under-sensing. Longevity assessment was performed, and implant duration was within total projected longevity indicating normal battery depletion. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, under sensing of r-waves was noted on the implantable cardiac monitor (icm). Migration of the device was suspected. The icm was explanted and replaced. The patient was stable.